Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 an implant card was received indicating that the generator was replaced for prophylactic reasons and the lead was replaced due to a lead discontinuity. The explanted products cannot be returned to the manufacturer for product analysis as they were discarded by the hospital.

Event description:
On (B)(6) 2014 it was reported that high impedance was observed on (B)(6) 2014. A system diagnostics test had shown output=limit/lead impedance=high/dcdc=7. The physician had reported to the consultant that the patient was and end of service and when the consultant reviewed the patient¿s programming history on (B)(6) 2014, the high impedance was found. The device was not at end of service. The patient was referred for a full revision surgery due to the high lead impedance and prophylactic generator replacement. During surgery on (B)(6) 2014, the surgeon observed a lead fracture in the lead about 4cm down from the electrode. The explanted devices were sent to pathology; they have not yet been returned to the manufacturer for product analysis.